Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by a damaged internal component. One device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device overheated. There was patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Device was received for evaluation; event was confirmed during testing. The device was found to be affected by a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> (B)(4) </noe> malfunction events in which the device overheated. There was patient involvement; no patient impact.